Manufacturer narrative:
Follow-up #1: date of submission: 01/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: the battery cap was unable to secure and was difficult to remove due the stripped battery cap threads. No issues were noted when a test battery cap was used. The returned battery cap contact height and width did not measure within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.